Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 375cc mentor medium height, moderate plus profile silicone gel filled memoryshape breast implant catalog: 3341255 lot:7452209 sn:(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent breast augmentation revision surgery with two 375cc mentor medium height, moderate plus profile silicone gel filled memoryshape breast implants experienced possible left-sided rupture post procedure. On (B)(6) 2019, patient reported a change of shape in implant and emailed physician photos. The physician stated that it could possibly be left sided rupture based on the photos sent. Patient was scheduled a doctor¿s appointment on (B)(6) 2019 for confirmation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.